Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the printer continuously printed intermittent gibberish. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the printer was not working. A technical support specialist (tss) dialed into the station, followed the knowledge article 1.5.2.1 thermal printer prints gibberish on new devices to install the thermal printer driver, and proceeded to reboot the station. The system functioned as intended after the technical support specialist troubleshot the device.